Manufacturer narrative:
PMA/510k: similar product to 190-000. Investigation is ongoing. A supplement report will be sent once the investigation is completed. Single use device, discarded.

Event description:
The customer reported conflicting results with the ID now covid-19 assay on (B)(6) 2022. The patient initially tested negative with the ID now covid-19 assay. A new sample was taken and retested with the ID now covid-19 assay and generated a negative result. The patient was reported to have been asymptomatic at the time of testing. Although requested, no additional information was reported.

Event description:
The customer reported conflicting results with the ID now covid-19 assay on (B)(6) 2022. The patient initially tested negative with the ID now covid-19 assay. A new sample was taken and retested with the ID now covid-19 assay and generated a negative result. The patient was reported to have been asymptomatic at the time of testing. Although requested, no additional information was reported.

Manufacturer narrative:
Additional information: d4: expiration date. Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot: 1087808 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number: 191-000 / lot: 1087808 and test base part number: 190-430 / lot: 1087808 and met specifications. The current overall incident rate for false positive and false negative patient results (confirmed and unconfirmed, conflicting results) for lot: 1087808 based on the total quantity of devices distributed is (B)(4) respectively. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. H3 other text: single use device, discarded.